Manufacturer narrative:
Upon further clinician review of the information received, this complaint does not meet the criteria for medical device reporting for a reportable "death". Therefore, it has been deemed not reportable. No further reports will be forthcoming. As reported by (B)(4) registry, approximately one month post implantation of a precise stent in the proximal internal carotid artery the patient expired. The patients medical history includes: hyperlipidemia, clinical copd, history of smoking, coronary artery disease, myocardial infarction and coronary percutaneous revascularization. Approximately thirteen (13) days post index procedure the patient was admitted to an outlying facility with chf on (B)(6) 2011. There is no evidence of a medical relationship between the stent placed in the carotid artery and the patient developing chf. The patients extensive co-morbidities likely contributed to the event. This event will be made a non-complaint. Rectal bleeding was noted on (B)(6) 2011 and the patient was found to have invasive rectal adenocarcinoma after a fist size mass was found secondary to rectal bleeding. Hospice was recommended as the patient was not a good candidate for surgery. The patient was transferred to hospice with a poor prognosis. There is no evidence of a medical relationship between the stent placed in the carotid artery and the advanced stage invasive rectal adenocarcinoma discovered 18 days after the index procedure for which the patient was transferred to a hospice facility. This event will be made a non-complaint.

Event description:
As reported by the (B)(6), approximately one month post implantation of a precise stent in the proximal internal carotid artery the patient expired. Approximately thirteen (13) days post index procedure, the patient was admitted to an outlying facility with chf on (B)(6) 2011. The rectal bleeding was noted on (B)(6) 2011 during hospital admission. The patient was found to have invasive rectal adenocarcinoma. Hospice was recommended due to the fact the patient was felt to not be a good candidate for surgery. The patient was transferred from the inpatient facility to an assisted care facility with a poor prognosis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15376077 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.